Event description:
Plaintiff report initial bilateral implantation 4/28/92. Plaintiff alleges various illnesses including, but not limited to, pain and suffering, permanent injuries, and disfigurement.